Manufacturer narrative:
H10: the device was returned for the one complaint. The driver did not meet the requirements. The driver has an intermittent failure causing the driver to calibrate. The driver cable was reporting a short in the cable. When the driver was taken apart the conductor cable was damaged. The driver cable was retested and passed testing was identified. The root cause confirmation confirmed. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicates that model drencor biopsy instrument allegedly experienced calibrating on its own during the biopsy and a calibration message allegedly came up on the monitor. It was further reported that the needle was not moving and procedure was finished with another device. This report was received from one source. This event involved a patient with no reported patient injury. The patient was female, age and weight were not provided.

Manufacturer narrative:
The device was returned for the one complaint. The driver did not meet the requirements. The driver has an intermittent failure causing the driver to calibrate. The driver cable was reporting a short in the cable. When the driver was taken apart the conductor cable was damaged. The driver cable was retested and passed testing was identified. The root cause confirmation confirmed. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicates that model drencor biopsy instrument allegedly experienced calibrating on its own during the biopsy and a calibration message allegedly came up on the monitor. It was further reported that the needle was not moving and procedure was finished with another device. This report was received from one source. This event involved a patient with no reported patient injury. The patient was female, age and weight were not provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicates that model drencor biopsy instrument allegedly experienced in one (1) event calibrating on its own during the biopsy and a calibration message allegedly came up on the monitor. It was further reported that the needle was not moving and procedure was finished with another device. This report was received from one source. This event involved a patient with no reported patient injury. The patient was female, age and weight were not provided.